Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer stated that he had just had a kidney transplant and that his blood glucose levels have been above 500 mg/dl for three days. Nothing further was reported.